Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a low battery voltage. The device was tested on the bench and using automated test equipment and no anomaly was found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the low battery voltage could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in hospital for a device changeout. The device could not be interrogated. The device was explanted.